Event description:
It was reported that in early (B)(6) 2011, the pt turned her neurostimulators off one day after reprogramming took place because, her walking became worse. The neurostimulators were interrogated with normal results. The devices were reprogrammed, and the pt recovered without sequela. In late (B)(6) 2011, the pt visited her physician and reported, she turned her neurostimulators off one week after the last adjustment because, they made her feel "weird". No actions were taken. The pt was reported to have recovered without sequela. In early (B)(6) 2011, it was reported that the pt was unable to walk when her neurostimulators were turned on. The pt had her devices turned off most of the time since they were implanted; however, the few times they were turned on, the pt "had a terrible time of it". The pt felt better with the devices turned off. The pt stated that ever since her surgery, she has had a tough time walking and keeping her balance. Add'l info has been requested but was not available as of the date of this report. See MFR report # 3004209178-2011-08828.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Eval code-conclusion is no longer applicable to the event.

Event description:
Additional information received reported the patient had additional interventions of reprogramming sessions on (B)(6) 2012. It was further clarified that the patient's laboratory testing methods involved 9 device interrogations ranging from (B)(6) 2012 to (B)(6) 2013 and an imaging that was performed (B)(6) 2012.

Event description:
Additional information received reported the patient had a ¿drunk¿ feeling while walking when deep brain stimulation (dbs) was on. The patient¿s gait got worse when dbs was on. The gait and balance were worse secondary to parkinson¿s. The actions taken include: reprogramming on (B)(6) 2012. The event was unresolved with no further actions planned. On (B)(6) 2013 ten different diagnosis laboratory testing methods were done with normal results for the subject.